Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, dyspareunia, urinary problems, recurrence of incontinence and emotional distress. The plaintiff underwent a removal surgery and the mesh was partially explanted. It was also reported that the plaintiff experienced vaginal bleeding, mild cystocele, chronic inflammation and extrusion. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR # 3011770902-2016-00144, 3011770902-2016-00145.